Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found no application issues and powered off machine, secured all back panel cables, completed hardware test application (hta) final test on main drawer 4.2, and customer tested successfully and reseated cable connection. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es multiple pockets within a drawer failed to open, preventing access to medications. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.